Event description:
It was reported that the pulse generator exhibited incorrect data. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the longevity display was incorrect, the root cause of the anomaly could not be determined.